Event description:
One pt sample with discrepant magnesium results. Initial result gave 4.0 mg/dl; repeat gave 2.4 mg/dl. Sample repeated on another analyzer - same methodology resulting at 2.0 mg/dl. Erroneous results were not reported. The field service representative determined the cause for the discrepancy was due to water quality and pressure problems. Instrument fluidics was purged and key maintenance components replaced. Performance tests were performed.